Event description:
Boston scientific received information that this patient presented to the emergency room due to multiple inappropriate shocks. Upon examination, it was determined this right ventricular lead had dislodged due to twiddler's syndrome. The lead was explanted and replaced with no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis noted dried blood in the lead lumen, however no other physical abnormalities were noted. Electrical measurements throughout testing was within normal limits. Laboratory analysis did, however, confirm that the lead is slightly twisted and curled, and this could be attributed to twiddler¿s syndrome resulting in the lead dislodgement.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.